Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) from the united states alleging that they have to recharge meter from 3-4 times a month and it takes 3.5 to 4 hours to fully charge their onetouch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that they have to recharge meter from 3-4 times a month and it takes 3.5 to 4 hours to fully charge the subject meter. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly.the test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject test strips have been returned to lfs on (B)(4) 2012. However, the test strips were not evaluated as the complaint refers only to a meter issue. Also, the subject meter was returned on (B)(4) 2012 but investigation is pending. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.